Manufacturer narrative:
Device evaluation: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 12.25¿ from the pump housing. The modular cable was returned connected to the pump cable via the in-line connector. The sealed outflow graft, sealed bend relief, and apical cuff were not returned. Examination of the pump cable revealed that it was severed approximately 12.25¿ from the pump housing. The in-line connector bend relief of the pump cable appeared discolored. The modular cable¿s polyurethane jacket and in-line connector bend relief were also discolored. A specific cause for the observed discoloration of the pump and modular cables could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient received a pump exchange due to a recurrent driveline exit site infection. Additional information was requested but not provided.